Event description:
The family member of the home patient (hp) reported the hp was hospitalized in 2002 and remained hospitalized until patient expired the following month after using the homechoice cycler for apd therapy. According to the hp's family member, the hp had several episodes of feeling pain and fullness prior to hospitalization and had been given an unspecified analgesic as a result. The hp's family member relates that the hp was hospitalized due to a possible infection. During hospitalization, the hp had diarrhea, received cat scans and had been working with a gastroenterologist to resolvve these issues. According to the hp's family member, there was discussion on switching the hp from peritoneal dialysis to hemodialysis. Follow up with the head nurse (rn) at the dialysis center reveals that the hp had recurring diarrhea, malabsorption and also peritonitis, which was suspected to be caused by a bowel leak. According to the rn, a culture of effluent taken revealed intestinal bacteria. Rn relates that the hp's cause of death was gastrointestinal related and nurse has no further specific details to provide. No autopsy was performed.